Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 399930, lot# j0564105v, implanted: 2005 (B)(6); product type lead product ID 7427, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 748951, serial# (B)(4), implanted: 2005 (B)(6) product type extension product ID 7435, serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 7427, serial# (B)(4), implanted: 2005 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the explanted lead would not be returned. The cause of the impedance issue was determined to be that the ¿wires had worn into¿ and ¿we not connected¿. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced due to expected end of life (eol). It was noted that an x-ray of the back was not performed prior to the replacement. It was ¿suspected that the percutaneous leads were explanted and replaced with the surgical lead.¿ it was further noted that contacts 5-6 were less than 150 ohms. It was further noted that the impedances were checked and with reference 0, the impedances were 3236 on contacts 0-1, 5251 on contacts 0-2, 7256 on contacts 0-3, 16227 on contacts 0-4, 15043 on contacts 0-5, 15574 on contacts 0-6 and 15812 on contacts 0-7. It was noted that with reference 5, the values are 3000 to 15000 or 16000 range, except 5-6 was less than 150 ohms. It was noted that the patient was not feeling stimulation. It was noted that the battery was dead prior to the replacement and the manufacturing representative did not know how long the ins had been dead or when the patient last felt stimulation. It was noted that when removing the old battery, one of the prongs got stuck in the old ins. It was noted that the manufacturing representative did not believe that this caused the issue because all the impedances were higher. It was noted that the pocket was washed out. Additional information received reported that they were going to replace the lead on (B)(6) 2014. The patient did not have effective therapy. Additional information received reported that the patient went in on (B)(6) 2014 to have her leads replaced. It was noted that they checked the impedances after it was replaced and all the contacts were bad. It was noted that in post-op the patient liked it and she had good coverage.